Event description:
It was reported that patient felt "heavy beats" with the pacemaker's capture management feature turned on. This happened with the previous device, and now again with a new device. In both instances, reprogramming was performed. The newly implanted implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.